Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the device did not fire. The green button was pressed and was not able to squeeze the handle.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the firing knobs were retracted and the articulation lever was in neutral position. The instrument was loaded with a reload and successfully clamped, cycled fully, opened, and unloaded repeatedly without difficulty. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the device did not fire. The jaws did not lock on the tissue but closed as per normal procedure. Then the surgeon was no longer able to squeeze the handle, after closing the jaws on the tissue and pushing the green firing button. They solved the situation pulling the black return button and replacing the device with a new one. Moreover this situation happened when the third reload was used with the same stapler.